Event description:
It has been reported in a service report that the load wheel casting broke on the cot. There was not a pt involved in the incident and no injuries have been reported.

Manufacturer narrative:
Results: load wheel casting.